Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgery, a pt experienced glare that she is unable to tolerate. The pt inquired if the lens came into contact with alloy, which she thinks may be the reason. In a follow up, the nurse report the pt was scheduled to have the lens exchanged. Additional info has been requested. This is one of two medical device reports being filed for this pt. This report is for the right eye.